Manufacturer narrative:
Based on the claim against the product by the customer noting that the right eye of the surgeon side console (ssc) was blank, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could reproduce the issue. Fse replaced right screen panel (high resolution stereo viewer). System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and reported failure was confirmed. The monitor was installed on the test system. Upon power up, the system booted up with no issues; however, the right eye monitor is black. No images were being shown in the right eye of the ssc. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure that the right eye in one of the surgeon side consoles (ssc) was blank. All other video was okay. The intuitive tech support engineer (tse) recommended power cycling the ssc, but power cycling was not possible during the procedure. The procedure was completed with no reports of patient injury.